Event description:
"Md was using a bovie. It was working on and off. We switched to a different slot on the generator. Still working on and off. Went and obtained a different generator, still had the issue. Opened a new bovie and put in the original generator. It worked properly. Bovie ref#sep6000, covidien-telescoping smoke evac rocker switch pencil lot 2303220x, exp [redacted date]. This happened one-time last week also. If there is an issue with this lot, will continue to monitor for this issue."